Event description:
A revision surgery was conducted because a xia blocker dislodged from the tulip head.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned blocker is reported to be a xia 3 titanium blocker, catalog # 48230000, lot # pcf. The returned blocker was examined under a microscope and no nonconformities were observed. The blocker did have several scratches on the threads with a small deformation not characteristic of a 12 nm tightening force indicating that the screw was torqued twice during the initial surgical procedure. Furthermore there were two indentations on the screw head signifying that the screw was indeed torqued twice during the initial surgical procedure. Additionally evidence of cross threading on the tulip was visually noticed. Manufacturing records were checked and no relevant nonconformities were identified. No deviations or non-conformities were found during manufacturing of the involved blocker and screw. Conclusion: the disengagement of the blocker from the bone screw tulip was due to over tighten of the blocker which caused the tulip to disengage.

Event description:
A revision surgery was conducted because a xia blocker dislodged from the tulip head.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.